Event description:
S [situation]: brand new 1.2 fr argon PICC [peripherally inserted central catheter] catheter cracked at hub. B [background]: placed PICC today. Was easy placement, one poke and advanced easily with good blood return and flush. After initial xray, flushed catheter to maintain patency, and noticed flush leaking from hub/clave connection. Replaced with new clave, flushed with and without clave, and could visualize flush leaking from catheter hub. Had to replace catheter. After procedure, could not visualize a crack in hub, but difficult to evaluate. Package saved and in nicu [neonatal intensive care unit] educator office - lot # 11592691. A [assessment]: second 1.2 fr argon placed (different lot number) and no leaking noted prior to confirming placement and securing line. R [recommendation]: several 1.9fr argon have recently cracked at the hub, so need to monitor if this is an isolated event or if we have further 1.2 fr argons with defects. 1.2 fr (28ga 0.40mm x 25cm) l-cath PICC s/l leaking from hub/clave connection immediately after insertion.